Manufacturer narrative:
H6 code b13 was added as it was omitted from the initial report that was submitted. Code d16 was reported incorrectly on the initial report that was submitted and code d15 was added. Code b18 was added as information was received that the device was disposed of by the staff. H11 revised additional manufacturer narrative as new information was received that the device was disposed of by the staff. The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
B1 (is product problem) and g4 (PMA/ 510(k)) were added as they were inadvertently omitted from the initial report. Vessel perforation: the cause of the injury was not determined due to insufficient clinical details. Patient device interaction problem: the cause of the patient device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted to correct information that was omitted in the previously submitted MDR. D4. The primary UDI number and the device expiration date were inadvertently omitted from the original MDR submission. This information has now been added to the applicable fields. H6. Health effect ¿ clinical code. Code f19 (surgical intervention) was omitted from the initial MDR submission. This code has now been added to accurately represent the reported health effects. All other information previously submitted remains unchanged.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during vascular access, the closure device did not follow the wire correctly, resulting in wire prolapse. An angiogram performed at that time did not show evidence of vessel injury. At the end of the coronary intervention, the patient became hypotensive. A peripheral angiographic image obtained through the fourteen french sheath at the access site revealed an iliac artery perforation. A covered stent was placed to control the bleeding. The patient, who had significant coronary artery disease and multiple medical comorbidities and was considered unsuitable for surgery, underwent protected percutaneous coronary intervention with mechanical circulatory support. Access was obtained according to best practices, and the revascularization procedure itself proceeded without complications. After the case, when hypotension developed, right ventricular failure was excluded and device position was confirmed as appropriate. Subsequent imaging identified the iliac artery perforation. The mechanical circulatory support device was removed, a covered stent was deployed, and the patient received blood transfusion. The cause of the perforation could not be definitively determined and may have been related to wire-tracking difficulties with the closure device or to device-related vascular trauma. The patient was ultimately discharged following successful treatment of the vascular injury and completion of revascularization.